Event description:
Procedure: lap sigmoid resection. Reportedly, during the surgery, the stapler did not fire properly with several reloads. The surgery was extended by 2 hours as the surgeon used suture material to finish the surgery. The current condition of the pt is good and there was no reported injury as a result.

Manufacturer narrative:
.